Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reports that customer has had high blood glucose and was disconnected from insulin pump and treated with manual injections. Customer's blood glucose at the time of call was unknown, but states last blood glucose was 270 mg/dl. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, but healthcare professional was contacted, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, and no air found in tubing. Insulin pump passed high pressure test. Customer was advised that insulin pump was working as designed and was advised to monitor pump. Mother will call to request pump replacement is issue persist. No further information provided.